Event description:
Per clinical review: on (B)(6) 2017 there was an incident during cardiopulmonary bypass (cpb) with the occlusion knob on the six inch roller head on his heart lung machine (hlm). The perfusionist (ccp) set up and primed his cardioplegia (cpg) system the normal way he does everyday. The team uses a 8:1 system with a bridge in it prior to inflow to the roller head. He waits until he goes on cpb to ensure his cpg occlusion is correct. He tightens it down according to if he does not see back bleeding up into his crystalloid source bag, along with forward movement of the solution. On (B)(6) he went to tighten his occlusion and it would not tighten any further. According to the ccp, it was stuck and would not go farther against the tubing and wall of the raceway. He took it out of the roller head, and tried three times to unocclude then re-occlude the roller. This did not enable him to occlude appropriately. The ccp stated he knows the exact amount of cpb crystalloid solution that is giving in the induction dose and subsequent intermittent doses, therefore he opted to give it manually. What he decided to do was open the bridge of the disposable set, and put pressure on the crystalloid source volume to push the correct amount back through the disposable to meet up with the blood source volume and the roller head was able to move the fluid forward. The larger "8 parts blood" line was occluded to move the mixed fluid forward. The ccp stated that he gave three doses of cpg to the patient by this method. The patient's myocardium arrested from the induction dose with no subsequent cardiac activity. The next two doses, the patient was noted to have no subsequent cardiac activity also. The ccp stated that the pumps are very well maintained and that there are only two ccps at the user facility therefore he was not aware of any fluid ingress to the occlusion mechanism or roller head. The surgical procedure was not delayed due to this concern, and the patient had no harm nor blood loss associated with the event.

Manufacturer narrative:
(B)(4). The field service representative (fsr) verified that the occlusion knob would not turn. The fsr unlocked occlusion, lubricated the occlusion knob assembly and reassembled the unit. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the occlusion knob locked up and carioplegia (cpg) was manually delivered. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.